Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: device went into the vessel, patient went to surgery for removal. Additional information stated that surgical cutdown was necessary for device removal.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an ECMO cannulation, an 18f manta was deployed for closure in the right common femoral artery. Arteriotomy was noted as greater than 6.0mm, and a depth measurement of 4.0cm + 1.0cm. Micro puncture and ultrasound were utilized to gain a mid to low positioned access. According to an angiogram photo submitted, the access was positioned at the bifurcation. The IFU warns not to use manta if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. No issues were encountered advancing or withdrawing the procedural sheaths. The manta was deployed at the measured depth, however, deployed completely within the vessel. The patient was taken to the or for a surgical cut down, and explanted manta device. Numerous causes for intraarterial deployment have been established. The exact cause for this intraarterial deployment is possibly due to the positioning of the access at the bifurcation which caused the anchor unable to seat properly against the vessel wall and allowing the collagen to deposit into the vessel. The following potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.